Manufacturer narrative:
(B)(4).

Event description:
Patient presented at appointment with pain, discomfort and swelling below incision site. Patient scheduled for evaluation. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.